Event description:
It was reported that an ilet user announced a meal and later realized they were disconnected from the infusion set, then asked whether to re-announce the meal; the agent advised that re-announcement was not needed and that the system¿s correction algorithm would address any elevated glucose. Symptoms included concern for potential hyperglycemia due to an interrupted infusion. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included user counseling on reconnecting the infusion set after disconnection and education regarding the system¿s automated correction features. Investigation of this case revealed user handling of the infusion set as the contributing factor, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event and the device operated as designed.